Manufacturer narrative:
Device evaluation: the previously submitted device evaluation inadvertently excluded the following findings: the pump has been returned and evaluated by product analysis on 01/30/2015 with the following findings: visual inspection revealed that the display lens was scratched. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked along the side at the threads. Also unrelated to the complaint, evaluation revealed that the keypad cover was torn at the up arrow button. During testing, all keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast key contacts. The returned battery cap was used to complete all testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/30/2015 with the following findings: during testing, the display was found to be dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen had dim, fading, color spectrum issues. Additionally, it was reported that the display screen was scratched. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.